Event description:
Customer reported to beckman coulter, inc (bec) that the cartridge chemistry (cc) sample syringe of the unicel dxc 800 synchron system was leaking after she took the syringe off to replace the plunger as part of the three month maintenance. Customer reported that the amount of water that was leaking was very small. Customer reported that about one ml of water leaked from the syringe and the t-valve. Customer reported that the water leak was confined to the area around the syringe and the valve. Customer reported that they installed a new syringe to stop the leak, but the leak did not stop. Bec customer technical supported instructed and guided the customer to install a new t-valve, which stopped the leak. Customer reported that quality control (qc) for all the cc chemistries were in established ranges after the replacement of the t-valve. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).